Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75mmx48mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and mildly calcified right coronary artery. Following pre-dilatation, a 2.75 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.